Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications h3 other text : see section h.10.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: last friday a patient came to the pharmacy with a box of lantus pens and bd 4 mm needles. The patient wondered if there was insulin in the pens, because the insulin did not come out from the needle. When I started testing the pens, they all turned out to work as usual. Also the needle I used was fine. I pointed out to the patient the use of the pen and the application of the needle, especially that this should be done straight. It concerns a patient who has been injecting insulin for more than 3 years and has never been back to the pharmacy with this problem. The patient indicated that this box contained a lot of needles that did not work. The patient unfortunately didn't have the needles with him, so I couldn't check what was wrong with the needle. It concerns a box of bd microfine 4 mm needles. I was wondering if you have heard more about this and if you have any other tips to pay attention to.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ ultra¿ pen needle was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: last friday a patient came to the pharmacy with a box of lantus pens and bd 4 mm needles. The patient wondered if there was insulin in the pens, because the insulin did not come out from the needle. When I started testing the pens, they all turned out to work as usual. Also the needle I used was fine. I pointed out to the patient the use of the pen and the application of the needle, especially that this should be done straight. It concerns a patient who has been injecting insulin for more than 3 years and has never been back to the pharmacy with this problem. The patient indicated that this box contained a lot of needles that did not work. The patient unfortunately didn't have the needles with him, so I couldn't check what was wrong with the needle. It concerns a box of bd microfine 4 mm needles. I was wondering if you have heard more about this and if you have any other tips to pay attention to.